Event description:
In 2006 the lay patient contacted lifescan alleging that her one touch ultra meter does not turn on. 3 days later the medical affairs specialist (mas) spoke with the patient to obtain/verify the following information: the reported meter had not turned on for 2 or 3 days, when the patient contacted lifescan. The patient replaced the battery and the meter still would not turn on. The patient continued to take glucotrol 2.5mg each am and pm. However, she was uncertain how to dose her novolin insulin, which she takes 4 times a day based on her meter readings. In 2006 she had a headache, blurred vison, and was having what she felt was "an asthma attack". She called emergency services. A result of 400mg/dl was obtained on the emt's meter. The patient took insulin based on the emt meter result. The emt's took the patient to the ER, where she was admitted to the hosptal overnight for treatment of asthma.the customer service agent (csa) discovered that the meter battery contacts were corroded. The meter, test strips, and control solution were replace. The complaint is being reported as an adverse event, because the patient was unable to test her blood glucose and subsequently had a symptomatic hyperglycemic event.